Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced a skin reaction with inflammation underneath the sensor pod area only. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor about the skin reaction on (B)(6) 2023. The patient was prescribed an unspecified oral antibiotic. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).